Event description:
The customer reported the laser cable flips down on the fiber optics. The surgeon aborted the procedure. Attempts were made for more info on the event and pt status with no response.

Manufacturer narrative:
The company service representative examined the system and found low fiber output at the slit lamp. The fiber was replaced. The system output power was aligned. The system was tested and met all product specifications. The fiber is returning for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available.